Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of death and ventricular fibrillation are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the obtuse marginal branch. The patient presented with segment elevated myocardial infarction. Therefore, an attempt was made to advance a 2.8 x 16 mm graftmaster covered stent. However, the stent failed to cross the lesion due to the anatomy. The patient experienced ventricular fibrillation and cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient completed a do not resuscitate form after the procedure. Therefore, the patient was sent to the intensive care unit (ICU) and additional CPR was performed until the family requested that it be stopped and the patient died. The patient expired about 2 hours after being taken to the ICU. No additional information was provided.